Manufacturer narrative:
(B)(4). Additional information received: the sales representative has spoken with the surgeon on four separate occasions and the surgeon confirmed the device was not the cause of the patient event. It is a very sensitive situation and the surgeon has not provided detail on why the bleeding occurred other than to report that ¿sometimes these things happen.¿ the sales representative offered additional in-service; however, the surgeon indicated it was not necessary as that was not the issue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what vessel was fired on when issue occurred? I believe it was the pulmonary vein. What is the surgeon¿s experience with device? He was inserviced a week before and before the surgery. It was his first fire with the device. What was the approximate width of the compressed vessel? N/a. Did the surgeon confirm that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? N/a. Does the surgeon routinely wait 15 seconds prior to firing? My first case with him were any issues noted in regard to staple formation? No. Were staples visible in surgical field? N/a.

Event description:
It was reported that during a lobectomy, on the first firing of the stapler, the stapler fired across an unknown vessel and when the jaws of the stapler were released, there was a large amount of bleeding. The doctor wasn't able to control the bleeding and the patient expired.